Event description:
Product analysis for the generator was completed and approved. The generator was found to be pulsedisabled meaning the battery was depleted. Therefore, the system diagnostic and final electrical test could not be performed. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 1.977 volts, confirming an end of service condition. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. The battery was removed. The pcba was subjected to a postburn electrical test which showed several failed tests including r2 verification, supply current, and trim diagoncurrent. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. Based on these results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegations.

Event description:
Generator was received for analysis. Analysis is currently underway but has not been completed to date.

Event description:
It was reported that the patient's generator was depleting prematurely as it had reached a low battery indicator. Review of the design history confirms that the device was laser routed. A decoder review of the data shows that the battery appears to be depleting faster than expected. The patient's generator was replaced. The generator has not been received into analysis to date. No additional or relevant information has been received to date.